Event description:
It was reported to philips that the system shut down on its own. Upon rebooting, the system gave an alert indicating geometry movements and x-ray were unavailable. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.